Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 91 mg/dl, 129 mg/dl and 48 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated that within 10 minutes of the 48 mg/dl result, she obtained other results 45 mg/dl and 104 mg/dl on the same system. Reporter stated that within 10 minutes of those two results, she obtained another result of 105 mg/dl on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.